Event description:
The quantum® total ankle prosthesis is indicated as a total ankle replacement in primary or revision surgery for patients with ankle joints damaged by severe rheumatoid, post-traumatic, or degenerative arthritis. The quantum® total ankle prosthesis is a fixed-bearing, semi-constraint ankle prothesis with 2 components and composed of: - a tibial component composed of a metallic (ta6v) tibial tray implant fixed to a polymer (uhwmpe) insert, - a metallic (cocr) talar implant reproducing the talus dome anatomy. When all components are implanted, with the insert rigidly locked to the tibial tray, the polyethylene insert acts as a single bearing along the talar dome, enabling flexion/extension and rotation movement at the replaced ankle joint. Each component of the quantum® total ankle prosthesis exists in different sizes and models. The instrument involved in the incident, m05 00751 (quantum® impactor talar implant), is used to impact the talar implant. Event description: one surgeon based in france reported that a pin of the quantum® talar impactor got loose from the instrument and was temporarily implanted in the patient ankle. The instrument breakage happened after complete impaction of the talar implant. The incident was detected in the x-ray control after prosthesis implantation since the surgeon detected an artifact around the prosthesis. An additional postero-lateral incision was performed to completely remove the pin and was confirmed by the final xray that no longer shows the artifact. No other patient nor user consequences were reported, and the additional incision that had to be performed did not significantly increase the surgery duration.

Manufacturer narrative:
This report is the final report regarding this incident (the initial report was submitted on february 10th, 2023). Similar incidents were determined by extraction of all complaints related to a quantum talar impactor losing a pin: a single other similar complaint was reported but it was not associated to patient nor user consequences nor possible consequences since it was identified during reprocessing (not during surgery). This type of incident is associated to a failure rate of (B)(4)% which is deemed acceptable as per in2bones internal health risk index evaluation sop.

Event description:
The quantum® total ankle prosthesis is indicated as a total ankle replacement in primary or revision surgery for patients with ankle joints damaged by severe rheumatoid, post-traumatic, or degenerative arthritis. The quantum® total ankle prosthesis is a fixed-bearing, semi-constraint ankle prothesis with 2 components. Each component of the quantum® total ankle prosthesis exists in different sizes and models. The instrument involved in the incident, m05 00751 (quantum® impactor talar implant), is used to impact the talar implant. Event description: one surgeon based in france reported that a pin of the quantum® talar impactor got loose from the instrument and was temporarily implanted in the patient ankle. The instrument breakage happened after complete impaction of the talar implant. The incident was detected in the x-ray control after prosthesis implantation since the surgeon detected an artifact around the prosthesis. An additional postero-lateral incision was performed to completely remove the pin and was confirmed by the final x-ray that no longer shows the artifact. No other patient nor user consequences were reported, and the additional incision that had to be performed did not significantly increase the surgery duration.